Manufacturer narrative:
Initial and final MDR 1901915 - MDR 3003442380-2024-11722 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient experienced a diabetes-related issue that resulted in a visit to the emergency room and hospitalization. The issue occurred while using the pump and related supplies for insulin therapy. The patient reported a blood glucose level of 780mg/dl caused by the infusion sets. The patient reported a total of 5 issues with the infusion sets. The patient also experienced a loss of sound while talking. No specific infusion set, or insulin issues were identified as the cause of the issue. No further information available.